Manufacturer narrative:
The subject device was received and evaluated . Evaluation found damage on zoom (ccd), zoom does not work smoothly. The reported issue of "malfunction of zoom / focus switching function" was confirmed. Additionally, device evaluation found the nozzle has foreign object , nozzle was found clogged. This condition noted to be due to insufficient cleaning (handling problems). Furthermore, the following defects were identified during device inspection: stretched angle wire noted. Due to wear of angle wire, bending angle in up direction does not meet the standard. Due to wear of angle wire, the play of u/d knob is out of the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on a-rubber has white-clouded area. Control unit has a crack. Paint on s-cylinder is peeled. Adhesives around lg lens has white-clouded area. Connecting tube has a cut. Switch 4 has wear (sw4). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "malfunction of zoom / focus switching function" found during an unknown event . No harm was reported. No patient harm, no user injury reported. Device evaluation found the device nozzle has foreign object. Nozzle found clogged. This report is being submitted for nozzle found with foreign object (insufficient cleaning (handling problems).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to identify the foreign material further. It was confirmed that the air/water nozzle was not deformed. It was not possible to determine the method of reprocessing at the facility. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.